Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 1 patient sample tested for tpuc3 total protein urine/csf gen.3 (tpuc3) and crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. Of the data provided only the results for tpuc3 are a reportable malfunction. The initial tpuc3 result was 37.6 mg/dl. The patient sample was sent to another laboratory and tpuc3 results of 22.5 mg/dl and 22.9 mg/dl were obtained. The customer requested the sample be tested again at the initial hospital and the tpuc3 result was 20.8 mg/dl with a data alarm. The initial result was released outside of the laboratory. A corrected report with a tpuc3 result of 22.5 mg/dl was issued. There was no allegation of an adverse event. The tpuc3 reagent lot was 18925101 with an expiration date of 31-dec-2017.

Manufacturer narrative:
Date of event was updated. Since calibration and qc were acceptable a general reagent issue can be excluded. A possible root cause is that the sample probe transferred to much sample due to deposits on the outside of the probe. Another possible root cause is that some material may have found its way into the reaction cuvettes which could have caused artificially high results. It was noted that the instrument seems to be dirty. The customer stated that they were not having any issues with any other assays.